Event description:
While performing preventive maintenance on the bed, the technician found that the head up function was not working.

Manufacturer narrative:
The technician cleaned the head up valve to repair the bed.